Event description:
Related manufacturer report number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress in the bulkhead connector side and damage to the outer layer of the modular cable were confirmed. The fluid ingress did not affect the ability for the mod cable to make a secure connection. The cable jacket was cut and bunched exposing the inner layers. The returned modular cable, lot 203582, was functionally tested with a test controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. The cable¿s polyurethane layer was stripped and no damage to the underlying wires was found. A root cause for the reported events were not conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable had damages to the outer layer. The cable was repaired with rescue tape. The modular cable was replaced on (B)(6) 2021. After the replacement, the ventricular assist device (vad) coordinator recognized a green colored substance on the connector of the old modular cable on the system controller side.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.